Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set, and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) and external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift and efm. H3 other text : serviced by asp.